Manufacturer narrative:
Outer base tube; wheel assembly.

Event description:
It was reported by service report that the wheels and outer tubes were worn. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.